Event description:
Caller reported blood glucose results of 368 mg/dl and 110 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 256 mg/dl and 131 mg/dl within 10 minutes on the aviva system. Reported a third, separate comparison of blood glucose results of 306 mg/dl and 160 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported an aviva system 1 blood glucose result of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 169 mg/dl within 10 minutes on aviva system 2. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for aviva system 1. (B) (4)